Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/27/2020.

Event description:
The customer reported that the keypad indicator was not functioning. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported. The fse replaced the power overlay to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.